Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was using a screwdriver to remove the cannulated screw. During the procedure surgeon was malleting the back of the screwdriver to seat the screwdriver to the head of the screw and the screwdriver handle broke off. They did have another set on the back table with the screwdriver that could be used. The patient was not affected in any adverse way. There was no delay in the case. The procedure was successfully completed. The screw was being removed because it was an adolescent patient with a salter harris fracture and the fracture had healed. Concomitant medical products reported: unknown cannulated screw (part# unknown, lot# unknown, quantity# 1), unknown mallet (part# unknown, lot# unknown, quantity# 1). This report is for one (1) cannulated 2.5mm hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the cannulated 2.5mm hexagonal screwdriver (part # 314.29, lot # a4hl076, mfg # 26-may-1998) was received with the handle broken and split into 2 pieces along the midshaft. There is also discoloration on the shaft of the device. This is consistent with the reported complaint condition, thus confirming the complaint. The device shows signs of significant impact from over 20 years of use. Based on the investigation there is no indication that a material issue contributed to the complaint therefore a material/hardness review will not be performed. Conclusion: the complaint condition is confirmed as the cannulated 2.5mm hexagonal screwdriver (part # 314.29, lot # a4hl076) was received with the handle broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 314.29, synthes lot number: a4hl076 , supplier lot number: n/a, release to warehouse date: 26-may-1998, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.